Manufacturer narrative:
Findings:pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Drive support disk was inspected and no anomaly was noted. Unit was communicated properly with mini link transmitter sensor and glucose sensor simulator. No unexpected blood glucose meter now or check blood glucose alarm noted during testing. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 655 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. The customer is still in the hospital and wearing the pump at time of emergency room visit. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 98 mg/dl. The customer was treated with orange juice. Customer has been experiencing low blood glucose for (B)(6) 2016. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised that pump will be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.